Event description:
The patient had a temporary pacemaker placed through the jugular vein. The pacemaker was working as intended and was no longer needed by the patient. The day shift had earlier given medications through the introducer. When the night shift nurse checked at 1900, she did not notice anything wrong with the pacemaker system. At 2200, she gave some medication through the introducer and the tubing broke and fell onto the sheets. The tubing was still attached to the patient and was quickly clamped and covered. The tubing that fell off was saved and the doctor was notified. The doctor ordered that the pacemaker introducer be removed immediately which was done. The patient was carefully monitored and assessed by the doctor. The patient had no ill affects from this incident and was discharged as previously planned.